Event description:
It was reported that pocket erosion and infection occurred. It was further reported the patient had lost weight and the device migrated and started eroding through the skin. The device was explanted and the leads were capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968-35 implantable pacing lead, implanted: (B)(6) 2010; d284trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; 694965 implantable tachy lead, implanted: (B)(6) 2007. (B)(4).